Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? On which firing did the event occur? Did the nurse receive any type of treatment? If yes, please explain. Just to clarify ¿pricked herself with the knife.¿ was this a puncture wound or cut? If this was a cut, how long was the cut? Are there photos of the nurse¿s injury? How was the case completed? Response from the affiliate: unfortunately, customer didn¿t get information.

Event description:
It was reported that during an unknown procedure, when returning the firing knob to the original ¿return knob here¿ position, it did not work. The knife stayed exposed. The nurse accidentally pricked herself with the knife (blood exposure accident). It is unknown how the procedure was completed. There were no adverse consequences for the patient reported; injury to the nurse (blood exposure accident).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the sr75 reload was received in good visual condition. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review.